Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced occasional low blood glucose (bg) levels as low as 60 (mg/dl) since beginning tandem pump therapy in may. Reportedly, customer stated that the low bg levels are sometimes due to exercise, and believed that sometimes they were due to the tandem pump being "more effective" at insulin delivery than their previous non-tandem pump. Customer consumed carbohydrates treat bg levels, and worked with their health care provider to adjust pump settings.